Event description:
It was reported that a (B)(4) transmission revealed noise on the right ventricular lead. The noise could not be reproduced in office.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.